Event description:
While supporting a procedure at (B)(6) medical center in (B)(6), a philips clinical applications specialist reported that during the treatment on a patient with liver lesions, the percunav shut off and the user was unable to turn the percunav back on. The doctor continued with the procedure, reverting to the standard of care CT guidance, and the pericardium was hit by the needle requiring medical intervention. The next day, the doctor confirmed that the patient is doing fine. The physician at the user facility confirmed that the percunav device was not involved on (B)(6) 2011, during a radiofrequency ablation procedure complicated by pericardial hemorrhage.

Manufacturer narrative:
The system has not been returned to philips at this time for evaluation.